Manufacturer narrative:
Product ID: dtba1d1 ICD, implanted: (B)(6) 2016, product ID: 419488 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and pre-syncope. There was possible fracture, high threshold and oversensing noise on the right ventricular (rv) lead. There was long pauses in paced rhythm were also reported by the emergency department. The lead was explanted and replaced. The patient also experienced phrenic nerve stimulation and diaphragmatic stimulation on the left ventricular (lv) lead. It was noted the insulation of the lead was damaged. The device had reached battery depletion prematurely. There was also high threshold on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. The lv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut.visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.